Manufacturer narrative:
No evaluation possible as the device was not returned. Due to the potential risk we decided to report this case.

Event description:
On 20th march we received information, which stated: single pin holder loses integrity of torque force applied during surgery. Dual pin holder is becoming tight and probably need some internal cleaning. Slight slippage in the single pin side skull clamp was replaced prior to starting the procedure.

Event description:
No additional information in this follow up.

Manufacturer narrative:
This is follow-up 1: the device was inspected and tested on 14th may 2018. Within this inspection functional testing and visual inspection was made. Results: torque screw pin pressure deviation (too low). The pressure measurement of the skull clamp has to be checked frequently. Device was not send for maintenance since december 2015. However only one value of four was slightly out of specification. The other findings could not have contributed to the event as they do have not relevance for the safety of the patient. It is unlikely that the deviation have contributed to the reported event. We suspect, that maybe the pinning technique has been not optimal as described in the instruction manual: "adjust the skull clamp to the width of the patient's head in the manner that the two skull pins in the rocker arm are equidistant from the centerline of the head and the single skull pin at the extension assembly is in line with this centerline."